Event description:
It was reported that the camera head had blurred image and without optics connected; horizontal lines appeared when moving the cable during set-up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection and the reported horizonal lines appeared when moving the cable were not confirmed. The reported blurred vision with and without optics connected was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cover glass; corrosion on camera unit; poor watertightness of the cable unit; water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the cover glass, the image was blurry; due to corrosion on the camera unit, a foggy image occurred. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.